Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that dissection occurred. Preparation and insertion of the 14 f isleeve introducer was done in consideration of the instructions for use (IFU). Vascular access puncture was done in a deep position. There was mild calcification at the vessel. Five non-bsc closure devices failed. The physician elected to use a different non-bsc closure device. There was successful insertion of the isleeve with a little bit of resistance noted, but no need to manipulate the isleeve with rotation or predilation with the dilator. The isleeve worked very well for the rest of the procedure. After removing the introducer at the end of the procedure, they made a control angio of the femoral vessels. A dissection at the right femoral artery was noted. Blood flow was not affected, foot pulse control was position. The physician elected to observe the dissection for the next 24 hours. No treatment was needed. No patient harm. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an isleeve sheath with the dilator in the lumen. The sheath and tip were microscopically examined. There is expansion with crazing on 2 of the 3 seams as expected with device usage. The tip is slightly damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that dissection occurred. Preparation and insertion of the 14 f isleeve introducer was done in consideration of the instructions for use (IFU). Vascular access puncture was done in a deep position. There was mild calcification at the vessel. 5 non-bsc closure devices failed. The physician elected to use a different non-bsc closure device. There was successful insertion of the isleeve with a little bit of resistance noted, but no need to manipulate the isleeve with rotation or predilation with the dilator. The isleeve worked very well for the rest of the procedure. After removing the introducer at the end of the procedure, they made a control angio of the femoral vessels. A dissection at the right femoral artery was noted. Blood flow was not affected, foot pulse control was position. The physician elected to observe the dissection for the next 24 hours. No treatment was needed. No patient harm.